Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board and battery packs were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the screen went black during a case and required a reboot to recover functionality. This resulted in a loss of the live image. There is no report of pt injury associated with this event.